Manufacturer narrative:
Additional information: annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received for analysis. The stent delivery system returned along with a non-medtronic extension catheter. Kinks were evident on the hypotube. The stent was not present on the balloon and did not return for analysis. Bunching was evident on the inner member proximal and distal to the proximal marker band. Bunching was evident to the proximal balloon pillow. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. No deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The stent delivery system was inserted into an in-house guide extension catheter with no resistance noted. No other damage evident to the remainder of the device. Additional information: the physician believed that the stent had dislodged before reaching the lesion site but some resistance was felt when the device entered the exit port of guide extension, so it was possible that it dislodged at that time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion with 90% stenosis in the left anterior descending branch (lad). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated using a 2.0x16mm non-medtronic balloon catheter, inflated 3times at 14atm for 10 seconds. The device did not pass through a previously deployed stent. Resistance was encountered during delivery. No excessive force was used. It was reported that the stent dislodgement occurred during delivery to the lesion. Delivery was attempted using a non-medtronic 5f guide extension catheter however, it was noted that there was no stent when the stent was used for placement. Dislodgement in the guide extension catheter was confirm via fluoroscopy. It was detailed that there was resistance when the stent was brought in the export part of guide extension catheter. The stent was maintained in the guide extension and collected outside the body. When the dislodged stent was removed, it was noted to be stretched. The stent was replaced with a 2.25 x18mm resolute onyx to com plete the procedure with no issues. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.